Event description:
It was reported that during a right colectomy obstruction removal procedure the surgeon performed a resection across the ileum. The surgeon fired the first firing across the ileum; the second firing was distal to the ileum across the secum, the third firing was a side to side anastomosis. The surgeon referred to this as an ileocoloanastomosis. The enterotomy was closed by hand with silk suture. There was nothing unusual noted, the rep was present for the procedure. The surgeon observed the staple line and it looked normal. Patient was released and came back 2009 and was re admitted. The patient encountered a second surgery by another surgeon. The surgeon found a pocket of fluid in right upper quadrant of the colon; perforation in multiple sites of the anastomosis including the enterotomy, the tissue was edematous and friable. The surgeon did a resection with the tlc75 and patient has a temporary ilieostomy. There was no blood loss noted, patient is stable. It is unknown how long the patient stayed in the hospital. Patient is stable at this time.additional information has been requested:during the second operation, were any malformed or missing staples found?is the cause for the bowel leak known?how long did the patient remain in the hospital?has the patient had a full recovery?"

Manufacturer narrative:
Iinformation was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Device not returned. As a lot number was not received, a device history review could not be performed.